Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389s-40 (lot: unknown); product type: 0200-lead; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient representative mentioned medical history, stating that they knew the patient had to go back in once in the past to have a lead replaced at some point. The caller had no further information to provide about this historical event.